Event description:
Litigation papers allege that the patient was revised because of severe pain, discomfort and dislocation.

Event description:
Update rec'd 12/5/2012¿ pfs and medical records received. After review of the medical records the revision operative note confirmed dislocation and only the femoral head was revised. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation papers allege that the patient was revised because of severe pain, discomfort and dislocation. Update - (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. Records are available if needed for further review.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 3151604 and 3239191. A search of the complaint database finds additional reported incidents against lot code 3046256 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.